Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. (B)(4) investigation summary: one photo was provided for evaluation. It shows a needle assembly connected to a syringe, the needle assembly has no needle, there is one loose needle next to it. The symptom is confirmed based on the photo sample. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: the symptom is confirmed. However, no root cause can be determined as no physical samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 25x5/8 rb separated from the hub during use. The following information was provided by the initial reporter: material no. 305122 batch no. 9093865. It was reported that hub was leaking, and when she pulled the needle out of the patient's arm the metal needle actually dislodged from the hub and stayed in the patient's arm.